Event description:
A caller reported a tandem mobi cartridge alarm. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, so there was no adverse impact reported. Tandem technical support confirmed the cartridge alarm 30 and decided to replace the pump. In the meantime, the customer would use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. The caller understood the instructions to put the pump into storage mode and return it using a pre-paid label. A replacement pump was sent to the customer.